Event description:
On (B)(6) 2015, the reporter for the lay user/patient contacted lifescan (lfs) alleging that their one touch verio iq meter had a power issue ¿ unit powers of during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the power issue first occurred on¿(B)(6) 2015, morning.¿ the patient currently takes insulin (self-adjuster) ¿lantus-long acting and novalog - short acting¿ to manage their diabetes. The reporter detailed that on ¿(B)(6) 2015¿ the patient continued with their usual dose of diabetes medications, including sliding scale as part of their regular diabetes management routine due to the alleged power issue. ¿2 days¿ after the product issue, the reporter stated that the patient claimed to develop symptoms of ¿headache, sweating.¿ the reporter stated that the patient denied receiving any treatment. At the time of troubleshooting the cca noted that there was no misuse of the product, that it was the first time the product was being used and when educated on the auto shut off the issue remained unresolved. Cca also noted that the meter did not require to be recharged. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.